Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that a patient had ¿met families of people who had small granulomas¿. No further information was provided. Additional information has been requested but was not available at the time of this report.